Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture. The stricture was located within the common bile duct and was 6cm in length. The patient anatomy was not noted to be tortuous and the lesion was not dilated prior to stent placement. During the procedure, the stent system was positioned at the target site. However, when an attempt was made to deploy the stent, significant resistance was encountered and the proximal white handle detached from the shaft. The stent was not able to be deployed at all inside of the patient. The device was removed and another wallflex biliary rx covered stent system was used to complete the procedure successfully. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which found the stent to be partially deployed, this is now considered a reportable event.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 15mm. It was noted that the inner shaft was kinked at 16mm proximal to the distal tip. The inner shaft was also kinked and partially exiting the guidewire access port. It was noted that the distal handle was detached from the outer sheath. During a functional analysis, when the distal handle was retracted, the inner shaft exited further through the guidewire access port and the outer sheath could not be retracted. The shaft was dissected proximal to the guidewire access port and the inner shaft and stent were withdrawn. The compressed area of the inner shaft was kinked and twisted proximal to the yellow inner jacket from where it had exited through the guidewire access port. No issues were noted with the deployed stent. No issues were noted with the movement of the outer sheath proximally or distally. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.